Event description:
It was reported that, during an unspecified surgery, the tip of a ref ball jnt screwdriver shaft (case (B)(4)) broke off. No significant surgical delay occurred, as a smith and nephew backup device was available to conclude the procedure. No patient injury was reported to occur due to this event.